Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle experienced scale marking issues. The following information was provided by the initial reporter: pet owner reported finding the scale marking lines on bd syringe crooked. Zero line not consistant in its placement.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-may-2023 h6: investigation summary the customer returned (8) 0.3ml 31ga 8mm syringes, reporting scale misaligned. The syringes were visually examined and observed no damages. The syringes were inspected via gauge to ensure correct placement of the graduation markings and observed the return samples found to be within permitted specifications. Functionality test was performed and observed no issues. No damage to the needles of any kind was observed and all functioned as intended. Hence, the reported issue could not be confirmed based on the samples return for investigation. A review of the device history record was completed for batch# 2255776. All inspections and challenges were performed per the applicable operations qc specifications. Based on the return samples, embecta was not able to confirm the customer indicated issue. Root cause cannot be determined as the issue is unconfirmed.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle experienced scale marking issues. The following information was provided by the initial reporter: pet owner reported finding the scale marking lines on bd syringe crooked. Zero line not consistently in its placement.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.